Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that the patient was experiencing shocking and burning sensations in the wrong location when therapy was being turned on. Allegedly, the patient felt an electric burning sensation near the ipg site and shocking at the lower back regardless of which contacts were being stimulated. Reprogramming did not resolve the issue. Impedance testing revealed that 4 contacts had low impedance. As a result, surgical intervention is expected on the ipg to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.